Event description:
It was reported that pump displayed malfunction alarm after pump had gone through washing machine cycle about a week earlier. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if alarm appeared again, which customer acknowledged and understood.